Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing during an episode of atrial fibrillation. Adjustment of medication was anticipated to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing during an episode of atrial fibrillation. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.